Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had blood backflow. The following information was provided by the initial reporter, translated from french to english: blood reflux into the valve despite pulsed flushing performed by the nurse.

Event description:
After checking internally pr#(B)(4) is duplicate with pr#(B)(4).

Manufacturer narrative:
Follow up MDR for correction following the submission of the initial MDR, it was determined that pr#(B)(4) is duplicate with pr#(B)(4). Pr#(B)(4) will be cancelled. This MDR will be voided.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "backflow of blood into the valve." The product in use at the time is reported to be a mz1000. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
No additional information.